Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was also found corroded. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported the insulin pump was broken. Customer stated he was on a boat and he accidently dropped it in the water. Customer stated that someone had pushed him and clip broke and the infusion set pulled and the device fell in the water. Customer stated he had put the device in a bag of rice to dry the device. Now the device was not working and has attempted to put a new battery and still it did not work. Customer stated he did not see any alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.